Manufacturer narrative:
The reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, the bur broke and stuck in the attachment. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a 5 minute delay to obtain an alternative device. It was also reported the procedure was completed successfully.